Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: alarm reproduced at power up. The pump was unable to recover after reboot; unable to complete steps. The failure is defined as language file corruption while retrieving the language text. The cs 069 failure was written as cs 087 failure in black box; confirmed in the bb/alarm history. The error is resident to flash chip (u39). Unrelated to the complaint, battery compartment crack at the threads above the bumper & at case seal below the bumper. Crack between case seal & keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.